Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted deep in the annulus, 8 mm on the right coronary cusp and 12 mm on the left coronary cusp. An attempt was made to pull the valve back but was unsuccessful, with the resultant of severe paravalvular leak (pvl). A second transcatheter bioprosthetic valve was implanted, valve-in-valve, at a higher position. The pvl improved to trace. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the pvl was most likely the result of the valve being implanted too deep. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).